Event description:
It was reported that, during set up or inspection, it was noticed that the adhesive of opsite post op dressings was weak so the release paper was separated, and the film part was sticking to the wrapping paper. From (B)(4): 3 dressings presented the failure mode. (B)(4): customer said that dressings had the reported problem and those were already discarded. No case involved; therefore, no patient involvement.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that the release paper was separated. Factors that can contribute to the reported event include the worn anti-adhesive roller. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range.